Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, during an MRI (tesla 1.5) the magnet had moved out of the implant pocket yet the device was still functioning although the patient did experience discomfort while using the device. The magnet was repositioned into the pocket of the device on (B)(6) 2020.